Event description:
It was reported that there was a sterile breach. After the outer paper box was opened, the paper cover of the inner plastic sterile seal was seen to have breached. The inner plastic container was also observed to have warped. Implant source: national loners bank.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned

Manufacturer narrative:
An event regarding packaging damage involving an (B)(6) stem component was reported. The event was confirmed. Visual inspection of the returned packaging indicated the returned unit carton pack is damaged on both ends. There are compression lines running the length of the pack and on both ends. It appears that the pack was dropped at some point and also compressed. The outer blister pack is intact. There is evidence of significant abrasion within the inner blister pack and the rigid lid from the stem component being jolted about within the inner blister. The end caps were displaced from the stem component and were loose within the blister pack. The stem component punctured the inner blister. As part of the inspection the end caps were placed in the indents in the skin pack it can be seen that the stem component was originally packed firmly within the end caps. It appears that the pack was subjected to excessive handling such as a jolt to lead to the displacement of the end caps and the subsequent perforation of the blister pack. Device history review determined that the lot was manufactured and packed to specification. Complaint history review indicated there have been no similar events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling.

Event description:
It was reported that there was a sterile breach. After the outer paper box was opened, the paper cover of the inner plastic sterile seal was seen to have breached. The inner plastic container was also observed to have warped. Implant source: (B)(6) bank.